Manufacturer narrative:
PMA# or 510k#: k012985; k031168 and k050700. For anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke, vasospasm and neurological deficit are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent the coil embolization of the left middle cerebral artery (mca) aneurysm. Immediately post procedure, the patient¿s condition worsened related to vasospasm with subsequent ischemia. The patient was discharged with ¿severe physical or mental disability (dependent)¿. No other information was provided.